Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstruation issues"). The patient was treated with surgery (total laparoscopic hysterectomy,bilateral salpingectomy,tension-free vaginal tape obturator (desara)). Essure (ess205) was removed. At the time of the report, the pelvic pain and menstrual disorder outcome was unknown. The reporter considered menstrual disorder and pelvic pain to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: result: essure device was successfully occluded. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), menorrhagia ('abnormal bleeding (menorrhagia)') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in a 28-year-old female patient who had essure (ess205) (batch no. 621670) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: estrostep. Concurrent conditions included cryoablation, vulval itching, vaginal irritation, vaginal yeast infection, amenorrhea, dysfunctional uterine bleeding, uterine bleeding, fibroids, stress incontinence, hypoaesthesia, edema of lower extremities, vaginal burning sensation and candida vaginal. Concomitant products included alprazolam (xanax) from (B)(6) 2016 to (B)(6) 2016, ascorbic acid;biotin;calcium carbonate;chromium;colecalciferol;cupric oxide;cyanocobalamin;dl-alpha tocopheryl acetate;ferrous fumarate;folic acid;linoleic acid;linolenic acid;menadione;molybdenum;nicotinamide;omega-3 fatty acids;pantothenic acid;pyridoxine hydrochloride;riboflavin;selenium;thiamine mononitrate;zinc oxide (primacare) from (B)(6) 2006 to (B)(6) 2010, bupropion hydrochloride (wellbutrin) from (B)(6) 2007 to (B)(6) 2013, clarithromycin (macrobid) from (B)(6) 2016 to (B)(6) 2016, escitalopram oxalate (lexapro) from (B)(6) 2016 to (B)(6) 2017, ethinylestradiol;ferrous fumarate;norethisterone acetate (estrostep fe) from (B)(6) 2005 to (B)(6) 2010, hydrochlorothiazide from (B)(6) 2006 to (B)(6) 2017, hydrocodone bitartrate;paracetamol (lortab) from (B)(6) 2006 to (B)(6) 2010, hydrocodone bitartrate;paracetamol (norco) from (B)(6) 2016 to (B)(6) 2016, hydrocortisone acetate;lidocaine hydrochloride (rectagel hc) from august 2006 to october 2010, ibuprofen (motrin ib) from (B)(6) 2006 to (B)(6) 2010, ibuprofen from (B)(6) 2016 to 2-jun-2016, medroxyprogesterone acetate (depo provera) from (B)(6) 2006 to (B)(6) 2007, naproxen (motrin) from (B)(6) 2006 to (B)(6) 2010, nsaids since (B)(6) 2016, nystatin;triamcinolone acetonide (nystatin and triamcinolone) from (B)(6) 2010 to (B)(6) 2013, paracetamol (acetaminophen) since november 2016, terazosin hydrochloride (terazol) from (B)(6) 2010 to (B)(6) 2013 and zolpidem tartrate (ambien) from june 2005 to october 2010. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2006, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), insomnia ("hormonal changes describe: insomnia"), hot flush ("hormonal changes describe:hot flashes"), migraine ("migraines / headaches"), nausea ("nausea") and fatigue ("fatigue"), 19 days after insertion of essure (ess205). On (B)(6) 2010, the patient experienced vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In january 2016, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition:mental anguish"). On (B)(6) 2016, the patient experienced stress urinary incontinence ("bladder or urinary problems or changes: stress bladder incontinence"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues") and poor quality sleep ("hormonal changes describe: poor sleeping patterns"). The patient was treated with surgery (ablation and total laparoscopic hysterectomy,bilateral salpingectom,tension-free vaginal tape obturator (desara)). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, migraine and fatigue was resolving and the menorrhagia, vaginal haemorrhage, menstrual disorder, insomnia, hot flush, vulvovaginal mycotic infection, depression, anxiety, nausea, poor quality sleep and stress urinary incontinence outcome was unknown. The reporter considered anxiety, depression, fatigue, hot flush, insomnia, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, poor quality sleep, stress urinary incontinence, vaginal haemorrhage and vulvovaginal mycotic infection to be related to essure (ess205). The reporter commented: the essure micro implant device was then implanted in both tubal ostia in the standard fashion with three trailing coils visualized after the device was removed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: result: essure device was successfully occluded. Pathology test - on (B)(6) 2016: sub mucous leiomyoma of uterus. Specimens: uterus, cervix, bilateral fallopian tubes. Gross description: a metallic spring-like device is noted within the proximal area of the lumen cons1stent with essure microinsert and it is in place. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, stress urinary incontinence. Most recent follow-up information incorporated above includes: on (B)(6) 2019: new pfs+mr received. Lot number received. New events: hormonal changes describe: poor sleeping patterns insomnia and hot flashes, abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: vaginal, psychological or psychiatric problems condition: depression and mental anguish, bladder or urinary problems or changes, migraines / headaches, nausea, fatigue were added. Outcome for events added. New reporters, plaintiffs information added. Concomitant conditions and drugs added. Lab data added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), menorrhagia ('abnormal bleeding (menorrhagia)') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in a 28-year-old female patient who had essure (ess205) (batch no. 621670) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: estrostep. Concurrent conditions included cryoablation, vulval itching, vaginal irritation, vaginal yeast infection, amenorrhea, dysfunctional uterine bleeding, uterine bleeding, fibroids, stress incontinence, female, hypoaesthesia, edema of lower extremities, vaginal burning sensation and candida vaginal. Concomitant products included alprazolam (xanax) from (B)(6) 2016 to (B)(6) 2016, ascorbic acid;biotin;calcium carbonate;chromium;cholecalciferol;cupric oxide;cyanocobalamin;dl-alpha tocopheryl acetate;ferrous fumarate;folic acid;linoleic acid;linolenic acid;menadione;molybdenum;nicotinamide;omega-3 fatty acids;pantothenic acid;pyridoxine hydrochloride;riboflavin;selenium;thiamine mononitrate;zinc oxide (primacare) from (B)(6) 2006 to (B)(6) 2010, bupropion hydrochloride (wellbutrin) from (B)(6) 2007 to (B)(6) 2013, clarithromycin (macrobin) from (B)(6) 2016 to (B)(6) 2016, escitalopram oxalate (lexapro) from (B)(6) 2016 to (B)(6) 2017, ethinylestradiol;ferrous fumarate;norethisterone acetate (estrostep fe) from (B)(6) 2005 to (B)(6) 2010, hydrochlorothiazide from (B)(6) 2006 to (B)(6) 2017, hydrocodone bitartrate;paracetamol (lortab) from (B)(6) 2006 to (B)(6) 2010, hydrocodone bitartrate;paracetamol (norco) from (B)(6) 2016 to (B)(6) 2016, hydrocortisone acetate;lidocaine hydrochloride (rectangle hc) from august 2006 to october 2010, ibuprofen (motrin ib) from (B)(6) 2006 to (B)(6) 2010, ibuprofen from (B)(6) 2016 to (B)(6) 2016, medroxyprogesterone acetate (depo provera) from (B)(6) 2006 to (B)(6) 2007, naproxen (motrin) from (B)(6) 2006 to (B)(6) 2010, nsaids since november 2016, nystatin;triamcinolone acetonide (nystatin and triamcinolone) from (B)(6) 2010 to (B)(6) 2013, paracetamol (acetaminophen) since november 2016, terazosin hydrochloride (terrazole) from october 2010 to september 2013 and zolpidem tartrate (ambien) from june 2005 to october 2010. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2006, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), insomnia ("hormonal changes describe: insomnia"), hot flush ("hormonal changes describe:hot flashes"), migraine ("migraines / headaches"), nausea ("nausea") and fatigue ("fatigue"), 19 days after insertion of essure (ess205). On (B)(6) 2010, the patient experienced vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"). In january 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In january 2016, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition:mental anguish"). On (B)(6) 2016, the patient experienced stress urinary incontinence ("bladder or urinary problems or changes: stress bladder incontinence"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues") and poor quality sleep ("hormonal changes describe: poor sleeping patterns"). The patient was treated with surgery (ablation and total laparoscopic hysterectomy,bilateral salpingectomy,tension-free vaginal tape obturator (desara)). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, migraine and fatigue was resolving and the menorrhagia, vaginal haemorrhage, menstrual disorder, insomnia, hot flush, vulvovaginal mycotic infection, depression, anxiety, nausea, poor quality sleep and stress urinary incontinence outcome was unknown. The reporter considered anxiety, depression, fatigue, hot flush, insomnia, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, poor quality sleep, stress urinary incontinence, vaginal haemorrhage and vulvovaginal mycotic infection to be related to essure (ess205). The reporter commented: the essure micro implant device was then implanted in both tubal ostia in the standard fashion with three trailing coils visualized after the device was removed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: result: essure device was successfully occluded. Pathology test - on (B)(6) 2016: sub mucous leiomyoma of uterus. Specimens: uterus, cervix, bilateral fallopian tubes. Gross description: a metallic spring-like device is noted within the proximal area of the lumen consistent with essure microinsertion and it is in place.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, stress urinary incontinence. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of product technical complaint incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), menorrhagia ('abnormal bleeding (menorrhagia)/menorrhagia (heavy menstrual bleeding)'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and genital haemorrhage ('gen abnormal. Bleed') in a 28-year-old female patient who had essure (ess205) (batch no. 621670) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: estrostep. Concurrent conditions included cryoablation, vulval itching, vaginal irritation, vaginal yeast infection, amenorrhea, dysfunctional uterine bleeding, uterine bleeding, fibroids, stress incontinence, female, hypoaesthesia, edema of lower extremities, vaginal burning sensation and candida vaginal. Concomitant products included alprazolam (xanax) from (B)(6) 2016 to (B)(6) 2016, ascorbic acid;biotin;calcium carbonate;chromium;cholecalciferol;cupric oxide;cyanocobalamin;dl-alpha tocopheryl acetate;ferrous fumarate;folic acid;linoleic acid;linolenic acid;menadione;molybdenum;nicotinamide;omega-3 fatty acids;pantothenic acid;pyridoxine hydrochloride;riboflavin;selenium;thiamine mononitrate;zinc oxide (primacare) from (B)(6) 2006 to (B)(6) 2010, bupropion hydrochloride (wellbutrin) from (B)(6) 2007 to (B)(6) 2013, clarithromycin (macrobin) from (B)(6) 2016 to (B)(6) 2016, escitalopram oxalate (lexapro) from (B)(6) 2016 to (B)(6) 2017, ethinylestradiol;ferrous fumarate;norethisterone acetate (estrostep fe) from (B)(6) 2005 to (B)(6) 2010, hydrochlorothiazide from (B)(6) 2006 to (B)(6) 2017, hydrocodone bitartrate;paracetamol (lortab) from (B)(6) 2006 to (B)(6) 2010, hydrocodone bitartrate;paracetamol (norco) from (B)(6) 2016 to (B)(6) 2016, hydrocortisone acetate;lidocaine hydrochloride (rectangle hc) from august 2006 to october 2010, ibuprofen (motrin ib) from (B)(6) 2006 to (B)(6) 2010, ibuprofen from (B)(6) 2016 to (B)(6) 2016, medroxyprogesterone acetate (depo provera) from (B)(6) 2006 to (B)(6) 2007, naproxen (motrin) from (B)(6) 2006 to (B)(6) 2010, nsaids since november 2016, nystatin;triamcinolone acetonide (nystatin and triamcinolone) from (B)(6) 2010 to (B)(6) 2013, paracetamol (acetaminophen) since november 2016, terazosin hydrochloride (terrazole) from october 2010 to september 2013 and zolpidem tartrate (ambien) from june 2005 to october 2010. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2006, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), insomnia ("hormonal changes describe: insomnia"), hot flush ("hormonal changes describe:hot flashes"), migraine ("migraines / headaches"), nausea ("nausea") and fatigue ("fatigue"), 19 days after insertion of essure (ess205). On (B)(6) 2010, the patient experienced vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"). In january 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In january 2016, the patient experienced depression ("psychological or psychiatric problems condition: depression/psych injury") and anxiety ("psychological or psychiatric problems condition:mental anguish/psych injury"). On (B)(6) 2016, the patient experienced stress urinary incontinence ("bladder or urinary problems or changes: stress bladder incontinence"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("menstruation issues"), poor quality sleep ("hormonal changes describe: poor sleeping patterns") and abdominal pain ("abdominal pain"). The patient was treated with surgery (ablation and total laparoscopic hysterectomy(full,bilateral salpingectomy,tension-free vagi. Tape obturator(desara)). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage and abdominal pain had resolved, the vaginal haemorrhage, menstrual disorder, insomnia, hot flush, vulvovaginal mycotic infection, depression, anxiety, nausea, poor quality sleep and stress urinary incontinence outcome was unknown and the migraine and fatigue was resolving. The reporter considered abdominal pain, anxiety, depression, fatigue, genital haemorrhage, hot flush, insomnia, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, poor quality sleep, stress urinary incontinence, vaginal haemorrhage and vulvovaginal mycotic infection to be related to essure (ess205). The reporter commented: the essure micro implant device was then implanted in both tubal ostia in the standard fashion with three trailing coils visualized after the device was removed. Patient received treatment for -bleeding medical leave related to essure yes diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: result: essure device was successfully occluded/bilateral occlusion. Pathology test - on (B)(6) 2016: sub mucous leiomyoma of uterus. Specimens: uterus, cervix, bilateral fallopian tubes. Gross description: a metallic spring-like device is noted within the proximal area of the lumen consistent with essure microinsertion and it is in place.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, stress urinary incontinence. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received: event was added- gen abnormal. Bleed and abdominal pain. Event outcome was added- pain and bleeding was resolved. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.